Event description:
The reporter stated the technician loaded a cc4204bf collamer single piece lens into the cartridge and was advancing the lens. The technician found it difficult to advance the lens. There was no patient contact or injury. The reporter stated it was unknown if the lens was damaged.